Event description:
Got poisoned by biotene mouth spray savannah [poisoning]. Last week and a half she was sick in bed [bedridden]. Severe pain [pain]. Was sick [sickness]. Back pain [back pain]. Case description: this case was reported by a consumer and described the occurrence of poisoning in a female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included artificial sweetener intolerance (consumer is not able to tolerate potassium acesulfame) and allergy (she is highly allergic to potassium acesulfame). On an unknown date, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. In (B)(6) 2016, an unknown time after starting biotene mouth spray (savannah), the patient experienced bedridden. On an unknown date, the patient experienced poisoning (serious criteria gsk medically significant), pain and sickness. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the poisoning, bedridden, pain and sickness were unknown. The reporter considered the poisoning to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the bedridden, pain and sickness to be related to biotene mouth spray (savannah). Additional details: the adverse event information was received via email on 02 june 2016. The consumer reported she got poisoned by biotene mouth spray savannah and was in severe pain for three months. The last week and a half she was sick in bed ((B)(6) 2016). She was not able to tolerate potassium acesulfame. She was highly allergic to it. She lost three months of her life, all in pain from this. If she did not figure out if it was the product, she would be very paralyzed or dead by now. The consumer thought that potassium acesulfame was an ingredient in biotene mouth spray savannah. The product did not contain potassium acesulfame as an ingredient. Follow up information was received on 08 june 2016. The patient was using biotene mouth spray savannah with lot number as u5c071 and expiration date of 31 january 2017. The consumer reported that she is allergic to potassium assasulfame. The product packaging did not confirm that it had it in it. The consumer reported she looked up the ingredient listing through research and confirmed it did. The consumer reported she used the product in (B)(6) 2015 and began experiencing back pain for 3 months. Once the consumer learned that it contained potassium assasulfame, she stopped using it. The consumer advised her symptoms gradually got better. The outcome of back pain was unknown. It was unknown if reporter considered the back pain to be related to biotene mouth spray (savannah).

Manufacturer narrative:
Report 1718912-2016-00018 is associated with (B)(4), biotene mouth spray (savannah).

Event description:
Got poisoned by biotene mouth spray savannah [poisoning]. Last week and a half she was sick in bed [bedridden]. Severe pain [pain]. Was sick [sickness]. Case description: this case was reported by a consumer and described the occurrence of poisoning in a female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included artificial sweetener intolerance (consumer is not able to tolerate potassium acesulfame.) And allergy (she is highly allergic to potassium acesulfame.). On an unknown date, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. In (B)(6) 2016, an unknown time after starting biotene mouth spray (savannah), the patient experienced bedridden. On an unknown date, the patient experienced poisoning (serious criteria gsk medically significant), pain and sickness. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the poisoning, bedridden, pain and sickness were unknown. The reporter considered the poisoning to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the bedridden, pain and sickness to be related to biotene mouth spray (savannah). Additional details, the adverse event information was received via email on 02 june 2016. The consumer reported she got poisoned by biotene mouth spray savannah and was in severe pain for three months. The last week and a half she was sick in bed ((B)(6) 2016). She was not able to tolerate potassium acesulfame. She was highly allergic to it. She lost three months of her life, all in pain from this. If she did not figure out if it was the product, she would be very paralyzed or dead by now. The consumer thought that potassium acesulfame was an ingredient in biotene mouth spray savannah. The product did not contain potassium acesulfame as an ingredient.